Manufacturer narrative:
The reporter's meter and masterlot test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.8 - 4.2 inr): qc 1: 3.3 inr, qc 2: 3.4 inr, qc 3: 3.3 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. Relevant retention test strips (lot 361438) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The investigation did not identify a product problem. The cause of the event could not be determined. Occupation - the occupation is lay user/patient. Device evaluated by MFR: device was requested for return but was not available.

Event description:
The initial reporter complained of questionable inr results from coaguchek serial number (B)(4) compared to the laboratory result. At 11:00 am the result from the laboratory was 1.99 inr. At 3:15 pm the result from the meter was 2.6 inr. There was no adverse event. The laboratory result was believed to be correct. The customer's condition was "stable". The customer's therapeutic range was 2.5 - 3.5 inr. The qc was acceptable. The device was requested to be returned for investigation.